Manufacturer narrative:
(B)(4).. Carefusion has received the complaint device and is currently performing an investigation into the reported issue. A follow up MDR will be sent once the investigation has been completed. (B)(4).

Event description:
The customer reported that a in use failure. Once the blood sample had been collected and the needle was stuck into the orange protector, the technician noticed that the syringe did not "click" engage with the orange protector. No injury occurred.

Manufacturer narrative:
(B)(4). Follow up emdr with device evaluation summary. Representative samples were provided from the same lot number. These 50 samples were visually inspected. It was observed that the reported 'sure loc' component was missing in the samples; therefore the reported failure has been confirmed. Two years of complaints were reviewed from july 1, 2014 to june 30, 2016 and a negative trend was observed. The device history record was reviewed for the reported lot and it was confirmed that the needle protection system (sure loc) was not included in the bill of materials. The exact root cause could not be determined at this time. A corrective and preventative action plan has been put in place to continue the investigation into the cause for the missing needle protection system in the bill of materials. The bill of materials has been updated to include the needle protection system. A visual aid has also been put into place to ensure that the manufacturing personnel have both written and visual reference material. (B)(4).